Event description:
It was reported that the patient was presented in the operating room for a pocket revision due to pocket pain. The revision was successful and the pulse generator remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.